Event description:
It was reported that there was intermittent undersensing of the r waves. The right ventricular lead was capped and replaced. It was noted that the patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).